Manufacturer narrative:
H6: investigation summary mexico has suspended shipment of potentially contaminated samples due to covid-19 concerns. Therefore, bd will not be receiving samples on this complaint. A thorough investigation utilizing other methodologies and available information will be completed to the best of our ability.¿ no root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that leakage occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: at the end where the tubing screws onto the syringe. 2 incidents of leaking have occurred.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that leakage occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: at the end where the tubing screws onto the syringe. 2 incidents of leaking have occurred.